Event description:
The us customer reported inconsistent staining impacting multiple ihc assays. The staining results were not released to the pathologist and were repeated successfully on another instrument. The field service engineer inspected the instrument and found buffer buildup at the syringe and a faulty syringe pump. The engineer replaced the syringe and syringe pump. The customer completed the controls slide procedure. The instrument is fully operational and within specifications.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.